Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacing system analyzer session, the "clear all" field was accidentally touched which resulted in the session abruptly terminating and the programmer application and base crashing. The application and base were reset and the interrogation and pacing session were started again. The programmer remains in use. No patient complications have been reported as a result of this event.